Event description:
Caller states that she tested at 491mg/dl on the device and called the paramedics. She reports that when the paramedics arrived, she did an additional test on her devcie, 501mg/dl, while the paramedic's device read 99mg/dl and 95mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.